Event description:
The device was used to deliver defibrillator therapy to the patient at 300, 300 and 360 joules. Reportedly, with the next defribrillator charge, defibrillator energy could not be delivered to the patient. The defibrillator was recharged and successfully delivered 360 joules to the patient. The device was powered off while the patient was being moved. The device was power back on but reportedly the defibrillator would not charge when the switch was actuated. A back up device was immediately made available and was used to continue patient treatment. Although patient outcome was not known, the patient outcome was not affected, according to the reporter, due to ready use of the backup device.